Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units display is flickering. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d1, d4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The fse checked performance of the unit with trainer and balloon connected and the unit was working satisfactory. The fse performed all functional and safety tests. The unit passed all tests performed and was returned to the customer and cleared for clinical use.